Event description:
During product evaluation, a colleague infusion pump was found with a damaged pole clamp. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of the cause was determined to be a damaged pole clamp. To correct the condition, the pole clamp was replaced. If any additional information is received, a follow up MDR will be sent.